Event description:
As part of a retrospective review conducted at hill-rom. There were four events that occurred between 2001 and 2002 concerning unintentional movement of the resident bed. No injuries were reported on any of the events.